Event description:
It was reported from (B)(6) that the motor device was not working. During in-house engineering evaluation, it was observed that the device failed visual inspection. It was further determined that the device ran in locked position (safety interlock), and the burr lock was damaged (locking mechanism). It was further determined that the device failed pretest for safety check assessment, rotational speed assessment, and rotational speed assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure. It was reported that a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device running in locked position identified during service and evaluation was confirmed. It was determined that the most probable cause for the found defects (runs in locked position; damaged burr lock) was due to improper handling by the user, and the most probable cause for the found defect (low power; low rotational speed) was due to normal wear. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).